Event description:
The customer reported that during a colon resection the device jaws became locked and could not be opened. The device was cut from tissue in order to remove it. A second device was opened to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Additional questions in regard to the incident have also been asked. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.